Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a training/demo, the instrument had a broken/loose cable. There was no reported involvement.